Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an detachment issue occurred during use with a pen ndl 32g 4mm 90 CT. The following information was provided by the initial reporter, "having issue unscrewing pen needle from pen. Reviewed the process with this consumer not sure if he understands. Using mail order but says he has a local pharmacy he can use voucher at. Sounds like he sent samples of pen and pen needles back to the distributor, consumer very confused."